Manufacturer narrative:
(B)(4). Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain and elevated cobalt and chromium levels.